Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging alleging particles in CPAP tubing/chamber. Patient alleges cough, and shortness of beath. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an incorrect date in date rec¿d by MFR as 03/08/2021, the correct date in date rec¿d by MFR should be 09/08/2021. And incorrect date in event date as 08/03/2021, the correct date in event date should be 09/08/2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information particles in CPAP tubing/chamber, cough and shortness of beath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.